Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: according to purchasing, the doctor took the inyte autoguard out of the blister packaging and noticed that a foreign particle was on the cannula. The cannula cover was in place.

Manufacturer narrative:
This MDR can be canceled as it is a duplicate of a previously submitted MDR.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: according to purchasing, the doctor took the inyte autoguard out of the blister packaging and noticed that a foreign particle was on the cannula. The cannula cover was in place.